Event description:
Customer reported updating the time, personal profile, and settings, but did not know why these were incorrect. There was no adverse impact to the customer's blood glucose level. Technical support assisted in updating the pump time, advised monitoring for future discrepancies, and customer acknowledged the instructions.